Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin.net transmission revealed an alert of vt/vf episode. Technical support was contacted and programming was recommended. The physician reprogrammed the device and will monitor the patient. There were no consequences for the patient.